Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that whitish foreign material was found inside of the air/water cylinder, air/water tube and on the connecting tube. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water tightness was lost due to damage on switch one. It was also observed that the suction cylinder had no color. It was observed that the label on the scope connector was damaged. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover. It was observed that the illumination was uneven due to breakage of the light guide bundle. It was also observed that the image had white dots due to damage on the charge-coupled device unit. It was observed that the light guide bundle had breakage. It was also observed that the objective lens and light guide lens had a crack. It was observed that the connecting tube had buckling. It was also observed that the universal cord had a wrinkle. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: scope cover, switch box, right-left knob, up-down knob, scope connector cover unit, scope connector case unit, plug unit, flexibility adjustment ring and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope bonding at the distal end is broken. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was on several device components which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.